Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from one (1) patient sample that was generated by the access 2 instrument. The initial accu tni result was: 0.801ng/ml. The repeated accu tnl result was: 0.021ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Investigation summary: qc performed on the date of the event was within specifications. System checks two times in 2007 were within specifications. Sample was drawn into a red top serum tube and centrifuged for 5 minutes (rpm information was not provided). A field service engineer (fse) was dispatched to the customer lab on six days later. The fse tightened a loose connector on the substrate bottle. The fse performed system check and lumwashson/inc. That were within specifications. The fse verified the instrument was operating per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.